Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint for the thermogard displaying an error message mid: 09 (air trap assembly) was confirmed during the event log review and functional testing. The defective air trap block with pc board was replaced to remedy the fault. A review of the event log was performed and multiple mid:09 were noted. During functional testing, the system was opened and the air trap sensor block was dissembled. Stains and corrosion were observed on the air trap sensor circuit board. The saline stains inside the drip pan were also observed due to a start-up kit (suk) leak. An additional repairs were performed as part of routine maintenance. The raceway area was cleaned, after which the console passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
The thermogard xp ivtm system (sn: (B)(4)) was displaying an error message mid:09 (air trap assembly). Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.